Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that it sounded like the hip symptoms may have dislodged a lead. The rep was going to meet with the patient on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that during an unrelated right hip replacement, the doctors moved the implantable neurostimulator (ins) three inches toward the spine. Now, the patient feels a burning sensation from the device whenever he goes to charge. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to discuss the symptoms. There were no further complications reported or anticipated.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that impedances were checked and all were normal. The patient felt stim in the normal pain areas so no changes were made. The patient experienced the sensation whether the stimulator was on or off. The burning sensation has not completely been resolved. The lead did not migrate. The cause of the burning was due to healing from hip surgery and perhaps scar tissue forming in the surgical area of the hip. No further complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.